Event description:
Around 1200 on tuesday (B)(6), the nuclear medicine technologist called to report there was something gray in the syringe of the 900 mdp dose. They decided to quarantine the dose and use the next calibrated mdp dose on that patient. They were instructed to send the dose back to the pharmacy for review. The dose was received the following friday (B)(6). Upon review, the dose did indeed have gray particulate in the syringe.